Manufacturer narrative:
B3: date is approximate. Year is confirmed valid.  Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, who was receiving an unknown drug via an implantable infusion pump for spinal pain indications for use, regarding an external device. It was reported that ever since getting their pump, when connecting to the myptm app (my personal therapy manager application) it would lag at 90% for 3 to 5 minutes before it got to 100%. During the call the technical services agent walked the patient through clearing data and the patient closed all applications. The patient connected to the myptm like normal.